Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had high blood glucose of 20.5 mmol/l. Customer changed all compartments of the system but blood glucose was still at 20 mmol/l for four hours. Customer was advised to seek medical attention. Customer later reported that she treated high blood glucose with insulin pen. Blood glucose lowered to 8 mmol/l. No further information reported.